Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va06yat, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a patient's system was replaced due to loss of symptom relief and impedance issues. The rep noted the healthcare professional (hcp) tried to move lead location and the lead ended up breaking just above the tines. The rep stated the tines came out, but not the lead electrodes. Rep stated supposedly hcp didn't deploy the lead yet, at the time of the call the rep did not know why the lead broke and was stuck in the patient body. The hcp used another lead and system is functioning. The rep later reported the cause of the lack of therapy and the impedance issues was not determined. The device will not returned for analysis. The rep also stated they are not aware of any action/interventions that were taken to resolve the broken lead. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.